Manufacturer narrative:
The device was returned to the service center. The evaluation confirmed the reported "no image" issue as the device prompted an error, b30 on the screen . The device's video cable was found defective/shorted,. Additionally, the device failed the leak test due to a hairline crack on video connector. The device was sold on (B)(6) 2019 and has had no previous repair history. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a cholecystectomy procedure, the high definition autoclavable camera head had no image. The device was replaced and the procedure was completed. There were no error codes or alarms that occurred. The device was not inspected prior to use. All settings were checked and correct and the connections and cables were secure. No physical damage to the camera head end, connector, or cable was observed. No patient injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct the initial reporter's last name provided on the initial report. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to an unexpected stress being applied to the video cable by the user's handling, causing cable unit failure and no image being displayed. The device's instructions for use states: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable."